Event description:
A us distributor contacted zoll to report that the patient developed a rash from the ucor hfams patch. Patient described the area as red, raised, burning, stinging, and bleeding under hydrogels. There was no alleged device malfunction contributing to the rash. There is no indication that the patient received medical intervention. Outcome of the rash is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.